Event description:
A malfunction was reported on the pump by the customer, with a malfunction code displayed as malf 3 and a fault ID of 0x2076. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support arranged for a replacement pump with updated software to be sent to the customer, and the customer was instructed on using an mdi backup therapy to ensure continuous insulin delivery. The customer was advised on several steps, including putting the pump into storage mode before returning it and was reminded to ship the problematic pump back using a pre-paid label.